Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to pain and other complications. Initial implantation was performed in (B)(6) 2008.